Manufacturer narrative:
The complaint investigation indicated that the cause of the elevated calcium and pth results incorrectly assigned to another patient with the same sid was due to a combination of factors. Barcoded sid labels were being reused by the account within a 15-day time frame. Additionally, a parameter in the aliniq ams configuration had been manually disabled by the customers request. By default, this parameter is enabled which prevents patient sample mismatches to be reassigned to a different patient. A review of the product labeling including configuration of order handling concluded that the issue is sufficiently addressed. No adverse trend was identified for the customers issue. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported one patients results were incorrectly assigned to another patient by the ams software and reported out of the laboratory. Both patients shared the same sid (B)(4). Results provided: elevated calcium (10.7 mg/dl) and pth (229.1 pg/ml) results from a (B)(6) male patient tested on (B)(6) 2019 were reported on a (B)(6) female patient on (B)(6) 2019 due to the same sid in use by the customer. Due to the incorrect results reported, the female patient from (B)(6) 2019 had an allergic reaction to a radioactive isotope administered during a bone scan. No further information regarding the allergic reaction was provided. A medical opinion was obtained, and a serious injury cannot be ruled out based on the information provided.